Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported that while recharging their device, they feel a significant increase in pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they emailed us (see rtg0330355) recently, and restated their issue. They said while recharging their ins they feel an "increase in pain, like the pain that the device is supposed to be helping, it gets far worse when im charging my implant". Pt says this originally started "maybe a month ago is the first time I noticed it was bothering me, and the worst was about a week ago and that's when I sent the email, I was in tears it hurt so bad". I asked if this is because the rtm is placed against their ins and they said they don't know and said it had been getting hot at one point, but says its "never hurt the nerve pain like this when its charging". During the call pt pressed against ins and didn't feel any pain. I asked about falls trauma and pt said they "might have and I just don't remember". The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt says managing hcp is dr huffman but they are currently traveling in texas, and says their "main doctor here can help" and said this hcp is dr adam saperstein who is their primary care doctor, but says this dr can find them a medtronic trained doctor at the facility.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.